Event description:
A customer contacted baxter's technical svc ctr regarding feeling overfilled in dwell 2/4. The home pt was experiencing shortness of breath, discomfort, nausea, distension and bloating and requested a manual drain. The home pt stated that he had bypassed the initial drain. The baxter technical svc rep (tsr) placed the home pt in manual drain mode and drained 5582ml. The home pt felt better after fully draining off and requested to resume therapy at fill 2. Tsr reviewed the pt's therapy: total volume=12000ml, therapy time=8hrs, fill volume=2500ml, last fill volume=1500ml, dextrose=same, cycles=4, initial drain alarm=750ml, last manual drain=no. During a follow up call to the nurse, the nurse stated she had no further info regarding this report but stated that she would follow up with the pt regarding bypass of the initial drain. There was no pt injury related to this event.

Manufacturer narrative:
.